Manufacturer narrative:
(B)(4). The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include pseudoaneurysm, and reoperation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, a gore® tag® thoracic endoprosthesis (tg3415/7306621) was implanted in zone 3 to repair a pseudoaneurysm which developed at the distal anastomotic site of a non-gore manufactured vascular graft placed in the aortic arch on an unknown date. The patient also presented with hemoptysis due to a suspected bronchial fistula. On (B)(6) 2010, the patient was discharged from the hospital with no reported complications. On (B)(6) 2010, at the 6 month follow-up examination, a tg3415/7306621 device related pseudoaneurysm was identified. A non-gore manufactured stent graft was implanted to repair the pseudoaneurysm. On (B)(6) 2011, a resolution of the pseudoaneurysm was confirmed at the one-year follow-up examination. On (B)(6) 2012, no reported issues were identified at the two-year follow-up examination. On (B)(6) 2013, no reported issues were identified at the three-year follow-up examination. On (B)(6) 2013, the patient developed infective endocarditis. The physician stated that this event is not related to the gore® tag® thoracic endoprosthesis or the procedure. The cause of the infective endocarditis is unknown. The patient was treated with anti-biotic meditation. On (B)(6) 2014, the patient expired due to infective endocarditis.